Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a manual time/date change from (B)(6) 2015 22:55 to (B)(6) 2015 10:57. The last basal delivery and the last bolus delivery were on (B)(6) 2015. There were no errors, alarms or warnings during testing. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy testing and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/17/2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose over 600 mg/dl with vomiting and large ketones associated with the time being incorrect in the pump. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was determined that the user incorrectly set the am/pm on the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of the time being incorrectly set in the pump.